Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9800 synergy rf console and an ar-9821 apollo rf xl90, aspirating ablator had an issue. During an unspecified procedure, the ar-9821 apollo was making the shoulder twitch, making the axillary nerve fire when in the shoulder. The settings were 7 ablation 1 coag. This was discovered during use with no impact to the patient. The facility just wanted to record the complaint. On (B)(6) 2022, the sales representative stated via phone that this case occurred during an unspecified procedure on (B)(6) 2022. No harm occurred to the patient, no tissue was burned, and only the shoulder twitched. Additional information has been requested. On (B)(6) 2022, the sales representative provided the following information via email: this event occurred during a rotator cuff repair procedure on (B)(6) 2022. Nothing out of the ordinary was noticed when opening the ar-9821 apollo. There were no error messages, the device didn't fail, the shoulder was just twitching. The ablator was not in constant use, just short uses. The vacuum/suction setting was at full, neptune at 500. The ablator did not come in contact with any other devices. They stopped using the rf, the case was completed successfully and the patient is fine to date.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, no problem found based on the complaint allegation.